Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, the caregiver reported that the customer received an unspecified high glucose sensor scan. The customer experienced a loss of consciousness and was unable to self-treat, requiring intervention by a healthcare professional. Blood glucose tests were performed, yielding sensor readings of 5.10 mmol/l and 20.40 mmol/l, compared to readings of 2.30 mmol/l at 8:40 am and 6.4 mmol/l at 9:00 am obtained on a healthcare professional (hcp) meter. The length of sensor wear was 10 days. It is unknown whether the customer noted a trend arrow on the device. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer was administered glucose injection by hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.